Event description:
The fse reported that the upon his arrival, the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the touch screen and a blown fuse. The system operates as intended.